Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiratory valve defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: (B)(4) and self test failed.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: inspiratory valve defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: summary: tf 431017, te 231032 and self test failed.